Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited difficulties for the guidewire to advance and unspecified capture issue. The lv lead was not used and replaced. The patient experienced no consequences.